Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed message 'system error, out of service, revert to manual CPR' was confirmed during functional test and based on archive data. The root cause was due to a damage processor board. During visual inspection, there was no physical damage observed during the incoming inspection. Functional test was unable to be performed due to ua136 failure showing at power up. The processor board was replaced to correct this fault. The autopulse system is a reusable device and it was manufactured on 08/24/2006 which is more than 12 years old and it has exceed its service life of 5 years. Therefore, the type of failure found during functional test is characteristic of normal wear and tear for the life of the device. Reviewed of the archive data showed, ua136 (invalid parameters block (system error)), thus confirming the customer reported event. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform system displayed error code 'system error, out of service, revert to manual CPR' while it was placed on the patient, before they started using it. The customer noted the error message and did not attempt to use it on the patient. The patient was removed from the autopulse platform and customer performed manual cardiopulmonary resuscitation (CPR). No consequences or impact to patient.